Event description:
It was reported the patient experienced inadequate stimulation with their scs system ever since they were implanted. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000033177.